Event description:
The consumer alleges the seat dislocated from the frame, causing him to fall in the shower, resulting in 6 stitches in his head.

Manufacturer narrative:
Device has been in service for 2 yrs. MFR spoke to the dealer. The dealer, after the event, has bolted the seat to the chair. Given nature of the complaint the MFR suspects the product, (which is foldable) was not fully opened and engaged prior to use. As a courtesy MFR replaced device.